Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No concluson can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemic seizure. The reported blood glucose reading was 20 mg/dl. The customer stated that an issue with the infusion set caused the event. The customer was using a quick-set from the recalled lot. Nothing further was reported.